Manufacturer narrative:
(B)(4). This lot was manufactured from february 16, 2015 ¿ february 17, 2015 the device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the exterior surface of the reservoir near the line of rupture. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified location of a small volume folfusor ruptured. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.